Event description:
The cutter knob when activated is making the cut but does not want to stop. There have been no pt consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the power cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer. 510(k) is k992813.